Event description:
During use of the device for cardiopulmonary bypass, the hospital power system experienced a power surge. The centrifugal pump stopped unexpectedly. The pump was operated for 2 minutes by means of the backup manual pump drive. The same pump or a backup pump was then successfully restarted. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.